Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that shortly after implant procedure, this pacemaker was observed to exhibit oversensing on the right ventricular (rv) channel. Two follow up device checks and xray images showed device function was normal and lead had not moved. The physician believes the cause of the oversensing to be due to trapped air in the header escaping. The patient will continue to be monitored. No adverse patient effects were reported. This pacemaker and remains in service.